Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the wound not healing correctly; nothing wrong with the implants. The surgeon re-did the head and liner because the incision did not heal properly.